Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing a pasteurella multocida quality control strain ((B)(6)) with vitek® 2 gn ID test kit (reference 21341). Vitek identified the strain as pasteurella canis. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomerieux investigation was performed. The investigation was initiated due to a misidentification of pasteurella multocida with neqas 4213 sample 4175 (eeq neqas survey) on vitek® 2 v7.01 gn cards. The internal biomérieux survey strain was subcultured and tested. The intended identification to pasteurella multocida was confirmed on vitek® ms v3 (knowledge base v3.0). On vitek 2 (v7.01) gn cards, four (4) cards were tested from cba subculture using the customer lot (cl : 2410348203) and a random lot (rl : 2410391203) with and without co2 atmosphere. These tests resulted in: good identification to p. Multocida on both lots and with both atmospheres (¾ cards) except one (1) time (cl / aerobic atmosphere). Cl / aerobic atmosphere : low discrimination between p. Canis / p. Multocida and e. Coli (1/4 cards). The customer misidentification was not confirmed in-house. The vitek 2 gn card performed as intended in-house and no further action is required.